Manufacturer narrative:
Device lot number unavailable as the suspect biopsy needle was discarded at the site. Device manufacturing date is dependent on lot number, therefore, unavailable. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. This part was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, after the trajectory was locked, the biopsy needle would not track. This happened twice. The medtronic representative was confident the camera could see both spheres on the camera. The surgeon opted to discontinue navigating the biopsy needle, however, still used it to extract a sample. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.